Event description:
A customer reported that before the start of a procedure, a system message displayed, which was unable to be cleared. The pt had received anesthetic block when it was decided to cancel the procedure. There was no pt harm reported. The case was rescheduled and completed on a different day.

Manufacturer narrative:
The company rep examined the system and verified the customer reported problem. The company rep replaced the fluidics module. The system was then tested and met all product specs. Visual eval of the returned fluidics module did not reveal any nonconformity. The fluidics module was tested and passed all testing. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk. (B)(4).